Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrs (3), lot r057. Testing was performed with customer's patient sample using retention crrs (3), lot r057 on an in-house echo. Sample was nonreactive in all testing. Hemagglutination tube testin was performed with customer's patient sample using retention panoscreen I, ii, and iii, lot 30585. Immuadd, lot 7n5514, was used as potentiator, and testing was performed at all temps. With e+ cell ii (r2r2) sample exhibited +w reactivity at 15'rt, 3+ reactivity at 20'7c, and 1+ reactivity at iat. Sample was nonreactive with e- cells.

Event description:
Customer reports unexpected negative results on one patient sample tested with capture-r ready screen 3 (crrs) . Tube testing was performed after receiving negative results; anti-e was identified in tube (peg) 2+.